Event description:
It was reported that this inflatable penile prosthesis (ipp) right cylinder migrated out of the corpora, and the reservoir had migrated out of the space of retzius. The ipp right cylinder, pump, and reservoir were removed and replaced. There were no patient complications reported.